Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter compared to an unknown laboratory methodology. On (B)(6) 2022, the patient's inr result tested on the coaguchek inrange meter was 4.3 inr. On (B)(6) 2022, in the laboratory, the patient's inr result was 3.0 inr. The patient's therapeutic range was requested but not provided. The tests were performed within one and a half hours. The serial number of the coaguchek inrange meter was (B)(4).

Manufacturer narrative:
The customer material was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods.".